Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an inguinal hernia procedure on an unknown date and mesh was implanted. The patient started experiencing pain in the hernia area. Additionally, the patient experienced pain in the hips approximately 12 months post-op. The pain has been getting worse since this time. It is worse if he has been sitting for a while and he describes a general throbbing or numbness on his right side. When walking, there seems to be a "hitch" in his step and sometimes his right big toe hurts. The patient saw his doctor who told him that the mesh had failed, the hernia has reoccurred and requires re-operation. Additional information will be requested.

Manufacturer narrative:
Date sent to the FDA: 09/04/2017. Additional b5 narrative: it was reported that the patient had a right inguinal hernia repair, due to dense adhesions to previously placed mesh on (B)(6) 2017, and pro grip was implanted. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This MFR 2210968-2017-31563 follow up 2 has been submitted upon request from FDA to submit a missing MFR MDR report. It was reported that the patient had a right inguinal hernia repair, due to dense adhesions to previously placed mesh on (B)(6) 2017, and pro grip was implanted. No additional information was provided. Corrected information: b7 - ht: 168.8 cm.

Manufacturer narrative:
Date sent to the FDA: 05/02/2017. Event: (B)(6) 2017. (B)(4). Additional information was requested and the following was obtained: as additional follow up, my pain and limping (starting approximately 1 year after prolene mesh placement) had reached a point where things were not improving but diminishing more quickly - hence, I decided to move forward with the re-repair with a different mesh material ("progrip"). I am clearly not a physician but as a patient, my concerns are; the original prolene mesh was too imbedded for easy removal however, before the "re-surgery" it felt like it was rubbing on a major nerve that ran down my leg to the tip of my big toe resulting in near constant pain an limping. The ¿re-surgery¿ seems to have improved matters with the prolene mesh although not completely. I also have long term concerns the prolene mesh will again migrate and start rubbing on the main leg nerve. Medical records: initial procedure- open inguinal hernia repair lichtenstein type. The mesh was fashioned so that at the insertion of the cord, it admitted the tip of my finger. The external oblique fascia was then closed over the mesh with a 2-0 vicryl suture. Scarpa's fascia was closed with a 3-0 vicryl suture, and the skin was closed with a running 4-0 vicryl suture. The patient tolerated the procedure well and was transported in stable condition to the pacu. On (B)(6) 2017 -the patient has noticed discomfort in his right groin similar to what he had experienced prior to surgical intervention. The patient rates hernia site pain at 2-3/10. The patient has suffered a right inguinal hernia recurrence. It is palpable on direct palpation and with invagination of the scrotum. His incision is clean, dry and intact and well healed. For the last several weeks he has been having issues with pain and a bulge at his incisional site. He denies obstructive symptoms. He has never had pain like this before. He is not a candidate for total extraperitoneal repair given his chronic anticoagulation with coumadin. The patient was offered re-repair in open fashion.